Event description:
It was reported that the customer had reoccurring button error alarms on the insulin pump. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratched display window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.